Manufacturer narrative:
B5 - describe event or problem: additional information. H6. Health effect - impact code; corrected. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. The reported product is not a part of bill of materials (bom) of the reported lot number, therefore the device history record (DHR) review cannot be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
The inner cannula was replaced with another which resolved the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula was loose, and the staff were unable to "click" it back into place such that it was secure. There was patient involvement and no patient harm reported.